Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined the system onsite and confirmed that wireless footswitch was not working. Upon troubleshooting, fse found that the wireless foot switch firmware update was not completed due to an issue with the wireless foot switch base station, the wi-fi indicator was red, the battery indicator was green, and the base station was in error mode. To resolve the issue, fse replaced the wireless base station and the footswitch as the footswitch was not compatible with the new base station. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received, which has confirmed that the reported failure was related to a compatibility issue in the wireless footswitch and this event was not associated to any ongoing fsca. The firmware update could not be completed because of the incompatible wfs and wireless base station. As per the instructions for use (IFU), before using the system, the user must check that the wireless foot switch functions with the system and an alternative measure (such as using the wired footswitch) would be implemented. This has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a problem with the wireless footswitch base station. No harm was reported to philips. The device was outside of clinical use at the time of the reported event. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received. Philips has started an investigation of this complaint.